Event description:
Related manufacturer reference numbers: 2017865-2024-71105, 2017865-2024-71106, and 2017865-2024-71107. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the pacemaker, right atrial lead and left ventricular lead exhibited electromagnetic interference (emi). The right ventricular lead exhibited noise oversensing resulting pacing inhibition. No intervention and patient consequences was reported.

Manufacturer narrative:
Correction section h6: medical device problem code was updated to over-sensing since it was not known whether the noise that led to pacing inhibition was lead-related or device-related.

Event description:
New information received notes that the patient's pacemaker was explanted. No patient consequences were reported.